Event description:
It was reported that when the device, with reload cartridge, was used during an unk procedure, it device misfired. Another device was used to complete the case. There was no consequence to the pt.